Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parents reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with shots. Customer's blood glucose value was over 600 mg/dl, 559 mg/dl, 533 mg/dl, 600 mg/dl, and 524 mg/dl at time of incident. Customer's current blood glucose value was 246 mg/dl. Customer stated that they had highs and tried two infusion sets but his numbers are still high. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the qr. Customer couldn t perform the air bubbles in the product. Customer couldn¿t perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.